Event description:
Arterial catheter had to be removed from patient due to crack in the hub which led to leaking. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Arterial catheter had to be removed from patient due to crack in the hub which led to leaking. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of catheter hub cracked was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of catheter hub cracked was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer and sales history could not be obtained. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.